Event description:
The following was stated in the post-op report by the surgeon regarding the lens placement: ''the intraocular was then placed into the capsular bag and unfolded as the lens was unfolding, it turned sideways and as I moved it into proper position, the haptic made a large hole in the posterior capsule. Therefore, the lens was cut into 2 pieces and removed. A limited anterior vitrectomy was performed. The wound was enlarged and viscoelastic and a lens guide placed and an anterior chamber intraocular lens (aciol)of appropriate power was placed. However, there was much distortion of the iris with the 13 mm lens. Therefore, the lens was removed and the wound closed and the patient left aphakic. White to white was measured to be 11, therefore a 12 mm diameter lens is more appropriate and will be ordered''. The first lens the surgeon put in was a za9003 20.5 diopter (which was cut out). The anterior chamber lens was an ac21d3 16.5 manufactured by aaren scientific (which was also removed).the patient will be returning to have a lens put in and are currently under the care of a corneal specialist for corneal edema.

Manufacturer narrative:
The lens was not received for analysis. Prior to release to market the intraocular lens met all manufacturing specifications. The manufacturing record for the intraocular lens was reviewed with the following results: all process operations presented in the manufacturing record from generation to boxing were in compliance. All tests results showed a pass condition. The documentation shows that the production order was manufactured according to specifications. No deviation or nonconformance was generated. All pertinent information available to abbott medical optics (amo) has been submitted. Should new information be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted. Placeholder.